Event description:
Reportedly, two consecutive attempts to implant an iol in the patient¿s eye failed due to a broken haptic. The incision was enlarged to 3mm to remove the lens and sutures were required. The procedure time was extended by approximately 20 minutes. The procedure was completed with a different model iol and there was no impact to the patient. Additional information was requested, but not received. This report is for the second lens.

Manufacturer narrative:
Although requested, the device was not returned for evaluation. A review of the device history record (DHR) did not find any non-conformities or anomalies related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on all the available information, the root cause of this event could not be determined.

Manufacturer narrative:
Although requested, the device was not returned for evaluation. A review of the device history record (DHR) did not find any non-conformities or anomalies related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on all the available information, the root cause of this event could not be determined.

Event description:
Reportedly, two consecutive attempts to implant an iol in the patient¿s eye failed due to a broken haptic. The incision was enlarged to 3mm to remove the lens and sutures were required. The procedure time was extended by approximately 20 minutes. The procedure was completed with a different model iol and there was no impact to the patient. Additional information was requested, but not received. This report is for the second lens.